Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the screw inserter inserter was stripped inside the tip of the bit. The cut guide was also returned and showed minor nicks and gouges indicative of wear. The headed screw was not returned.device history record was reviewed and no discrepancies were found.the root cause of the difficulty removing the headed screw and the stripping of the device appears to be due to wear and tear from use of the screw inserter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - 4-in-1 posterior referencing cut guide #: 42509904460, lot #: 56574087. Nexgen screw inserter/extractor #: 00598304900, lot #: 60408897. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, quad sparing screw heads stripped while the surgeon was trying to secure the femoral cutting guide to the femur. The surgeon had to use a metal cutting flywheel to cut screw heads off in order to remove the cutting guide from patient's femur causing significant damage to the femoral cutting guide and quad sparing screw driver. No adverse events have been reported as a result of the malfunction.